Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that there was a suspected problem with the device or therapy. There was an MRI that would diagnose a potential infection and back pain. There was a potential infection discovered on the day of the report but it was not confirmed as that was part of the reason for the MRI. The symptom reported was pain in back. Other relevant medical history includes radicular pain syndrome (radiculopathies). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) reported that the patient infection was in no way related to the device. There was no further information that she could provide at the time because the doctor was out of office until next week monday. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider (hcp) reported the infection was not related to the patient&#38112;device. The infection and pain were resolved. The hcp further noted the patient had expired but it was unrelated to the stimulator.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the health care professional (hcp) indicating that the patient was last seen by their managing physician on (B)(6) 2015. It was confirmed that there were no records of any symptoms or infections at that time. The patient was scheduled for an appointment with their managing physician on (B)(6) 2015 but the patient cancelled. The reason for cancellation was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.